Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2024, the patient experienced an infection. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a r3 20 deg xlpe acet lnr 36mm x 54mm and a oxinium fem hd 12/14 36 mm +0 were exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed 1 month post total hip replacement due to infection. The report form shows the ox femoral head and liner were exchanged. It was communicated that the requested medical documentation was not available. Without the requested information, the source of the unspecified infection within one month of the surgical procedure cannot be determined; however, there is no supporting evidence of a component malperformance. The patient's current health status is unknown and the impact beyond that which has been reported cannot be determined, although a transient restorative phase with antibiotic therapy would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified in potential complications associated with total hip arthroplasty surgery, primary or revision section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.